Manufacturer narrative:
Additional product component: model number/catalog number: 72400024, serial number:: null and null, batch/lot number: 738158003, model/catalog description: balloon fgs 61-70cm.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.